Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery. A 2.50x38mm promus element plus stent was selected to treat the lesion; however the device was unable to cross the lesion. When the physician removed the device, it was noted that the proximal side of the stent was stretched. The procedure was completed with another of same device. No patient complications were reported and the patient¿s status was good.

Manufacturer narrative:
Device evaluated by MFR:a visual examination identified proximal stent damage. The stent was stretched proximally. No further damage was noted to the catheter. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery. A 2.50x38mm promus element plus stent was selected to treat the lesion; however the device was unable to cross the lesion. When the physician removed the device, it was noted that the proximal side of the stent was stretched. The procedure was completed with another of same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).